Manufacturer narrative:
The completed investigation confirmed that there was no product malfunction and clarified that there was no serious adverse event. While initially treated as reported, the investigation confirmed that this was not a reportable event.

Event description:
It was reported that the nurse had mistakenly failed to set the bed exit alarm. The patient fell as a result and reportedly required medical intervention due to the fall. No product defect was alleged.

Event description:
It was reported that the nurse had mistakenly failed to set the bed exit alarm. The patient fell as a result and reportedly required medical intervention due to the fall. No product defect was alleged.